Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle tip broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Several marks of instrument were found over the whole needle length and also directly at the fractured needle point, which indicates that the needle was handled there. According to the information for use, grasping in the point area could impair the penetration and cause fracture of the needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.